Event description:
It was reported that the devices were used during a low anterior resection, the anvil head did not snap on properly. A new device was opened with the same feeling, but was used to complete the case. There was no consequence to the patient.